Event description:
The customer reported that they received several falsely elevated troponin (ctni) results on two patients. One patient was compared to retesting using the same sample on the same instrument which gave the expected negative result. The second patient was not rerun but was expected to be negative. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested instrument files for further investigation. The customer changed test paks and is currently operational. The cause of this event is unknown.

Manufacturer narrative:
The root cause was unable to be determined for the falsely elevated ctni result of 0.34 ng/ml and 0.18 ng/ml on stratus cs sn (B)(6). The log files were not available for analysis. A review of internal performance data for test pak lot 232059002 showed that the testpak lot is working as expected. The cause of this event is unknown.